Event description:
During a shoulder arthroscopy, a arthrex penetrator suture retriever forcep tip end broke off. Surgeon had just removed it (the forceps) out of a trocar and the tip broke off. All parts retrieved. Notified sales rep on 05/15/2006.